Event description:
This is an international report where the inner pouch was opened befor use. There was no patient injury or medical intervention. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. Visual evaluation found the over pouch opened/unsealed at the seam. The root cause of this complaint has not been determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.